Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a mild low blood glucose of 70 mg/dl followed by hyperglycemia peaking at 304 mg/dl after self-treating the low with two small candy bars and a small bowl of cereal; during the call the glucose declined slightly, suggesting insulin delivery, and the agent assessed that the user overtreated the hypoglycemia and that the device was correcting the high. Symptoms included hyperglycemia without acute complications. Outcomes included no alerts for sustained extreme hyperglycemia, no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included a customer interview and device data review via user-reported readings. Investigation of this case revealed user-related overcorrection of hypoglycemia leading to transient hyperglycemia, with the device functioning and delivering insulin as expected. It was concluded, based on previously established findings for similar reports, that the cause was user-related overcorrection of a low glucose event.